Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties cannot be determined; however there is no indication to suggest a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that while unpacking a 2.75x38 mm xience alpine rx stent delivery system (sds) the stent dislodged while removing the protective sheath. Reportedly the stent remained in the protective sheath then fell to the ground. There was no resistance noted while removing the sds from the dispenser coil. There was no resistance noted while removing the protective sheath/stylet. The sds was prepped prior to sheath removal. The device was not used and there was no patient involvement. A same size xience alpine was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.